Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mm h2o. Images were taken of the ¿as received¿ valve. The valve was hydrated for about 44 hours. The valve was visually inspected: no defects were noted. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was flushed, the valve passed the test no occlusion was noted. The catheters were irrigated, no occlusions were noted. The valve was tested for programming. The valve passed the test. The siphon guard was functional tested per IFU, passed. The valve was reflux tested and passed. The valve was leak tested, no leaks were noted. The siphon guard was removed. The valve was dried. The valve was then pressure tested according, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3832, with lot cpdgmm, conformed to the specifications when released to stock in 25th september 2013. The root cause of the problem found during investigation is due to debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. The root cause of the failed pressure test is due to the debris found on the ruby ball this was stopping the ruby ball from sitting correctly onto the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
During procedure it was noted the valve had a little bit occlusion. Changed the new one to complete. There was not used on patient. No delays in surgery.